Manufacturer narrative:
No complaint was received with the return of the device. Failure event was observed during analysis. Final analysis found a complete lead returned in one piece. An external insulation abrasion was found 13.6 to 13.9 cm from the connector pin, consistent with friction to the device can. The outer coil was exposed in this region. A second external insulation abrasion was noted 14.2 to 14.3 cm from the connector pin, consistent with friction to the device can. The outer coil was exposed in this region.

Event description:
This report is to advise of an event observed during analysis.